Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described having acute pain and eventually lost consciousness. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with shingles induced by sensor insertion. The hcp prescribed valacyclovir "2c tablets" to be taken orally 3 times per day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.